Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the sensor glucose versus blood glucose having a big difference. Customer's blood glucose was 8.4 mmol/l. The customer was advised that the sensor glucose and blood glucose meter readings will close but rarely match due to how glucose travels in the body. The customer was advised that there maybe larger difference after meals, bolus delivery or when arrows present on sensor graph. After the troubleshooting was done, customer was advised that we would replaced the sensor.